Event description:
The customer reported having issues with the minilink and discrepancies between the sensor glucose readings and the blood glucose readings. The caller stated that the paramedics were called while she was driving. She stated that she was able to stop at a stop sign and someone got out and helped her. The customer was treated and was able to go home. The last blood glucose registered at the time was 30mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.